Event description:
It was reported that during thyroidectomy case the nim was ¿going berskerk¿ and the doctor cut a nerve. A week after this case the doctor requested the sales rep to turn the threshold down on the device. It was noted during the site visit that the mute detector was clearly broken, with a large hunk of metal sheared off. The sales rep later clarified the reported information ¿going bersherk.¿ sales rep explained: ¿if muting detector isn't working correctly the monitor tries to self-regulate the threshold. It speaks to you as it changes settings- says ¿threshold increase¿ or ¿decrease¿. Dr said it was doing this nonstop (which would correlate with a broken muting detector). So he assumed something was wrong with the machine and turned it off.¿ it is not known at this time what medical intervention was performed, or what is the current status of the patient.

Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant medical products: muting probe 8220325 nim, 510k: k083124. Lot number unknown.(B)(4). The product has not been returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.